Manufacturer narrative:
References the main component of the system and other applicable components are: product ID neu_ptm_prog lot# unknown serial# implanted: explanted: product type programmer, patient if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-07-07. The patient reported that the cause of the device not being able to connect or turn on was not determined. The patient reported that it was not used for a few months due to her health. The patient reported that she called the manufacturer and they could not get it to work and reported that her husband also tried to help. The patient reported that the issue wasn¿t resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient called stating that their device had been turned off for a while because they were in the hospital because they were sick. Patient confirmed the hospitalization and sickness were unrelated to the interstim system. Patient was now trying to turn the ins on, but they were confused and cannot figure out how to do it. Patient was there with her husband, and it was very difficult for her to place the insr antenna over their implant and hold the patient programmer (pp) and phone at the same time. Patient eventually had their husband hold the pp antenna over the ins site for her while they operated the pp and held the phone. Patient did not know how to put the phone on speakerphone. Patient was very confused regarding pp button functionality and displayed icons. The agent spent a considerable amount of time trying to instruct the patient in syncing with the ins, but they were not able to. It was advised to follow up with their doctor for in-person instruction and to have them assist in turning the ins on. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for gastrointestinal/ pelvic floor.